Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/jul/2024.

Event description:
Patient reported left side capsular contracture baker grade iii. Healthcare professional later reported "capsular contracture, baker grade iii" and "pain". Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade iii. Healthcare professional later reported "capsular contracture, baker grade iii" and "pain". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on june 17, 2024. With lot number 1194703. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. As per the investigation procedure creases, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii. Healthcare professional later reported "capsular contracture, baker grade iii" and "pain". Device has been explanted.